Event description:
It was reported that 3 drains were placed within the pt. The next day, the doctor noticed that one of the main drains did not drain. The pt underwent a medical procedure to remove the drain. Upon further examination of the drain, the doctor cut the drain in half and discovered that there was not an opening where the drain connected to the adapter. The pt will likely undergo an add'l procedure.

Manufacturer narrative:
The investigation is currently in progress; once completed, a supplemental MDR report will be filed.